Event description:
Per the clinic, the patient developed an infection and dehiscence at the incision site. Subsequently, the patient was administered oral, IV and topical antibiotics (specific dates and duration not reported). However, the issue did not resolve. The device was subsequently explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.

Event description:
Per the clinic, the patient experienced an infection at incision site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.